Event description:
It was reported that an ilet user with a dexcom g7 experienced loss of sensor readings on the ilet and received a brief sensor issue alert, after which a fingerstick measured 228 mg/dl and was manually entered into the ilet, indicating intermittent communication failure associated with the sensor-to-pump link and involving the antenna/electromagnetic communication component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet characterized by intermittent communication failure, with involvement of the antenna/electrical and magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.